Event description:
Follow-up revealed recalibration was performed again, but by echo/non-invasive approach. The date of recalibration is unknown.

Event description:
Incorrect event information was listed on the previous follow-up report. It was further confirmed recalibration via right heart catheterization took place on (B)(6) 2018 and was reported under MFR. Report#: 3004936110-2018-00086. The issue has resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported inaccurate measurements are present due to sensor drift. As a result, a right heart catheterization procedure may take place to address the issue.